Event description:
During follow-up, increased capture threshold and low sensing was observed on the right ventricular (rv) lead. The physician alleged the low sensing was due to oversensing. The physician elected to take no further action and to monitor the patient. The patient was in stable condition.